Manufacturer narrative:
This report is submitted on june 28, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device on (B)(6) 2018. There no plans to reimplant the patient as of the date of this report.